Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Dmf# -(B)(4) trade name gentamicin sulphate active ingredient(s) (B)(4) dosage form - powder strength (B)(4) in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad 17 jun 2021 were reviewed. On (B)(6) 2017, the patient had a left total knee arthroplasty to address osteoarthritis, left knee. Competitor components, including competitor patella were used along with depuy cement during this procedure. It was noted that the patient had an allergy to nickle. (Part/lot page 4 of 7) on (B)(6) 2017, the patient had an exploration, left total knee revision to address painful loose tibial component with subsidence of the tibial try and small minimally displaced fracture of the lateral plateau. The tibial tray was found to be loose and was easily simply extracted from the proximal tibia by hand. No specific interface was mentioned. Doi: (B)(6) 2017 dor: (B)(6) 2017 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: no lot information available.